Event description:
It was reported that during priming, two units of prismaflex (B)(4) set ckt had an external leakage (fluid) at the tube, specified as the part under return pressure port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, photos of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported event was not verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however, photos of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported event was not verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, two units of prismaflex st100 set ckt had an external leakage (fluid) at the tube, specified as the part under return pressure port. There was no patient involvement. No additional information is available.